Manufacturer narrative:
Of the 16 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to bolus button damage and bolus button intermittent responsiveness. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-71 years of age and between 47 and 250 pounds. Of the reported patients, 8 were male and 8 were female.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of audio bolus failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.